Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.

Event description:
It was reported that the patient slipped and shattered the ankle and received a stryker ankle implant on (B)(6) 2023. Screws, pins, and plates have been in the patient's ankle. The patient started experiencing issues 7 days after the surgery. Patient is getting implants removed due to rashes, abscesses, digestive type problems. Patient has had a lot of pain, even after going through physical therapy. Patient is on antihistamines to help manage the itching. Says it been like having an "on-going flu for 9 months." Aluminum, vanadium, and titanium in the alloy mix, the patient is suspecting that maybe what is causing the issue but isn't entirely certain. The patient felt that information on the metals in the implants should have been noted somewhere because she can't find any information regarding metal sensitivity on within the information she was provided. The patient cannot walk on the foot because the pain feels like it is going up the ankle bone to where the pins are. Patient reported sensitivity to animal protein that makes the skin dry out, can't use fragrances, latex, metal sensitivity, mild emphysema, and various skin conditions. The patient cannot wear jewelry or metals-patient has metal sensitivity. The patient isn't blaming stryker but wanted to report this event so we are aware. The patient understands that " the implants, the surgical procedure, and post op all look good and it might not be an issue with any of those, but the implant just was not for her." The patient mentioned she had called the facility and spoke to the or manager who informed her that her implants were stryker. The patient was contacted again. Patient mentioned that she had surgery last wednesday on (B)(6) 2024) and they took the implant out and they found a problem. The patient was told that some of the implants were the wrong size. The patient has not followed up with her doctor yet so she does not know the entire scope of what the issue with the implants were. The patient mentioned that she is feeling better. However, was informed that the allergy to the metal might takes a few months to clear about but she isn't sure how credible that information is. The patient mentioned that she is not blaming stryker or the product but feels as though the doctor did not ask the right questions. The patient hopes to keep open communication with stryker regarding this issue.